Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Event description:
Cherrick, d.s., york, h.s. Intrathecal baclofen pump catheter exposure resulting from thoracic spine pressure ulcer: a case report. Pm<(>&<)>r. 2014. 6 (9 suppl 1) s291. Summary/reported event: a (B)(6) male patient with complete spastic tetraplegia received an intrathecal baclofen (itb) pump. Approximately 15 months later, he developed a 1.5 cm diameter open wound overlying a prominent spinous process at the twelfth thoracic (t12) spinal level with a pink base and no drainage. Imaging showed the catheter entering the spinal canal between the first and second lumbar (l1-l2) spinal levels and 1 mm of soft tissue between the catheter and the ulcer base. The plan was to treat the wound, transition the patient to oral baclofen, and then revise the pump. Despite receiving wound care, reevaluation 6 weeks later revealed the wound had increased in size and depth, there was green exudate, and the catheter was now visible. Emergent neurosurgical exploration showed purulent drainage communicating with the intrathecal space. The pump system was explanted and the wound was debrided and closed. He experienced mild baclofen withdrawal that was managed with oral baclofen and clonazepam. Cultures were positive for methicillin-resistant staphylococcus aureus, proteus, and yeast and he was treated with 6 weeks of antimicrobials. His wound healed and his spasticity was managed with oral baclofen, tizanidine, valium, and botulinum toxin. He eventually received a replacement pump. The author concluded as this was a unique case of catheter site exposure from a thoracic spine pressure ulcer. It was also suggested that clinicians should be aware that patients receiving itb with preexisting or acquired spinal deformity, including prominent spinous processes, can develop pressure ulcers that can expose the catheter and compromise the pump system. Intrathecal catheter exposure with evidence of infection was a neurosurgical emergency that would require emergent exploration.